Event description:
It was reported that a user experienced high blood glucose while using an ilet system and observed that the infusion set connector was not flush with the device; after securing the connector, glucose values trended downward from a peak of 354 mg/dl toward 274 mg/dl, and education was provided regarding proper connector attachment and potential supply-related delivery issues. Symptoms included hyperglycemia. Outcomes included no hospitalization and improvement after connection adjustment and continued monitoring. Investigation included user interview, review of reported glucose trend data, and on-call troubleshooting focused on infusion set connection and supply integrity. Investigation of this case revealed a likely infusion set or connector attachment issue that interfered with insulin delivery, which resolved with proper seating of the connector and reinforcement of use instructions. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique with improper or incomplete connection of the infusion set to the device.